Event description:
The patient is pursuing a product liability claim arising out of the use of the persona tm tibial plate. It is reported by the patient that the patient received a tm patella implant on (B)(6) 2014 and experiences swelling and pain that shoots down his leg and up towards his groin. On (B)(6) 2015, the patient had x-rays taken which revealed signs of loosening of the persona tm tibial plate. A revision surgery is in discussion; however, both implants remain implanted. Note that the persona tm tibial component is of zimmer (B)(4) design control and the tm patella is of zimmer tmt design control.

Manufacturer narrative:
A review of the implant's manufacturing record indicates tht it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated